Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the physician reported an infection at the stoma site and the patient was treated with cipro 200 mg 2x1 p.o. And rifocin 1x1 for medical dressing.

Event description:
Due to infection on peg area gastroenterologist performed endoscopy on (B)(6) 2018 and buried bumper syndrome was detected. It was recovered on (B)(6) 2018 and the pegj was removed and discarded. A new peg tube was inserted on (B)(6) 2018.

Manufacturer narrative:
Reference record: (B)(4). Additional data event.